Event description:
It was reported the patient received inappropriate shocks due to t-wave oversensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was oversensing with ventricular non-sustained tachycardia (nst) equal to 190 ms average v-cycle on (B)(4) 2011. Also. Interference/noise with ventricular short interval count (v-sic) equal to 14.0 counts avg/day, in 13 days, between (B)(4) 2011 and (B)(4) 2011.